Event description:
Patient's wife reported the pump is putting out uneven amounts of drug all day long. They constantly have differing amounts left over at end of day and they never change basal rate or use any loading or extra doses. He starts and stop at same time each day. Pump is being replaced. No other specifics regarding defective device. Unknown if patient missed a dose. Unknown if patient experienced adverse events as a result. Unknown if device available for return. Unknown if md is aware. No further information, details or dates provided.